Event description:
A trilogy 100 ventilator was returned to the manufacturer for service for critical error codes in the error log. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the critical error codes were confirmed in the device error log. The device's internal li-ion battery required replacement to address the issue; however, no repairs were completed because the device was scrapped.